Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. There was no impact to the customer's blood glucose level.